Event description:
A malfunction alarm with code 12 was reported, but it was confirmed that no notable events preceded the malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which the customer followed successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.